Manufacturer narrative:
(B)(4). Date sent: 12/4/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: the bleeding was from a thin blood vessel in pancreatic parenchyma. Additional hand suture was performed inside the body cavity.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, the device was loaded with a black reload, and the doctor had the device clamped on the target tissue 1 cm away from the proximal end of the jaws. The firing (not the pulse-firing) was completed, though, bleeding occurred at the middle of the staple line on artery. It was found that one staple around the bleeding site was protruded and malformed. Additional hand suture was performed to stop the bleeding and complete the case. The amount of bleeding is unknown. No blood transfusion was required and there were no adverse consequences to the patient.